Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the extension line crack during used on the different patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required." The associated emdr report numbers are 3006425876-2025-00269.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for analysis. No obvious signs of use were observed on the sample. Visual analysis did not reveal any defects or anomalies on the sample. Microscopic examination also did not reveal any damage to the catheter. The extension line outer diameter measured 2.14mm, which is within the specification limits of 2.13mm - 2.21mm per the extension line extrusion product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm - 1.50mm per the extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the extension line and flushed. No water was observed leaking from the crack. Performed per IFU statement , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The extension line was tested for liquid leakage per amrq-000071 rev.12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The extension line was attached to the leak tester , the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension line. A manual tug test confirmed that the extension line was secure within its hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of an extension line crack could not be confirmed by complaint investigation of the returned sample. The returned catheter revealed no visual cracks, defects or anomalies, and no leaks were observed during functional leak testing performed according to bs en iso 10555-1 annex c. The catheter also passed all relevant dimensional inspection. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on the investigation of the returned sample, no problem was found with the device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the doctor found the extension line crack during used on the different patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.". The associated emdr report numbers are 3006425876-2025-00269 and 3006425876-2025-00268.